Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the day after an implant procedure, the right atrial lead threshold - which had been high during the procedure - was still high. Sensing and impedance were within normal range, but the lead was explanted and replaced. After explant, the physician noted the lead was defective; the helix was unable to be deployed after it was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.